Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. In addition, it was reported that a cartridge alarm occurred (alarm 30). The customer reloaded the cartridge to resolve the issue. There was no reported impact to customer's blood glucose level.